Event description:
It was reported that the customer experienced a high blood glucose (bg) level displayed as "high"; although a specific values was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer delivered a correction bolus via pump to address bg. Customer updated their pump settings to address the event.